Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had displayable history crc check failed on startup alarm. The customer¿s blood glucose was unknown at the time of incident. Customer reports they was able to clear the alarm. Customer reports the insulin pump did require rewind. Customer was able to complete rewind the insulin pump. Customer states the alarm did occur during normal use. The insulin pump will not be returned for analysis.